Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely the customer by rebooting the system, and, therefore, no parts needed to be replaced. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The customer resolved the issue remotely. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system froze. The system was rebooted to proceed with the scheduled procedure.